Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a motor error alarm in the middle of the sensor troubleshooting. The customer's blood glucose level was 8.4 mmol/l. Troubleshooting was performed. They programmed a normal bolus in the air and the bolus amount was recorded in the daily history. The customer was advised that the device will need to be replaced. The device will return for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error noted in the formatted history file due to software error. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.